Event description:
Customer reported hospitalization due to diabetes ketoacidosis. The blood glucose reading at the time of the event was 843 mg/dl. The insulin pump alarmed motor error. Customer experienced excessive thirst, frequent urination and vomiting. Hospital is treating with insulin drip and manual injections. The current blood glucose reading is 347 mg/dl. Nothing further reported.

Manufacturer narrative:
Unable to prime during prime test due to moisture damage noted in force sensor. The insulin pump passed displacement and basic occlusion test. No motor error alarms noted. Cracked reservoir tube lip, cracked battery tube threads and scratched display window noted. Motor tested ok.